Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety core and that both brady and tachy therapy remained available. Review of device memory identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The cause of the memory inconsistency was not able to be determined through laboratory testing but was likely the result of exposure to radiation, either therapeutic or environmental. It was concluded that the safety core operation could have caused or contributed to the reported observations of oversensing and pacing inhibition, and therefore contributing to the patient's adverse events.

Event description:
It was reported that this patient presented to the emergency room due to not feeling well. Upon interrogation, this pacemaker was found to be in safety mode. It was reported that the patient is pacemaker dependent and that pacing was inhibited when the patient moved his arm across his chest. Oversensing was also reported. The patient experienced asystole greater than 2 seconds and syncope. The patient's pacemaker was explanted and replaced. The rv lead was reportedly tested during the procedure and found to have normal function, therefore the lead remains in service. No additional adverse patient effects were reported.